Event description:
A customer contacted baxter's technical service center regarding a separation on homechoice (hc) during dwell 4 of 6. The home patient (hp) had a question on what to do after the blue clamped bag came undone. The hp reported the hc did not alarm. The technical service representative (tsr) explained the blue clamped line is closed until dwell 6 of 6. The tsr had the hp disconnect and end therapy and replace the cassette and bag. Per hp will set up the hc and do the first 3 cycles. The hp was unable to read the numbers on the supply bag and the cassette lot number is not available as the packaging was discarded. Product surveillance followed up on (B)(6) 2010 with the patient who reported that the patient line separated from the bag as a result of the bag falling off the table. The patient reported that he uses a small area and when the solution in the bags moved it resulted in the bag falling off the edge of the table. The patient stated he did not feel there was a problem with any of the baxter supplies. The patient discarded the cassette and no companion sample was available. The patient reported he continued therapy with new supplies with no reported patient injury or medical intervention.

Manufacturer narrative:
(B)(4). The sample is not available as it has been discarded.